Event description:
It was reported that during a procedure of the moderately calcified, de novo tight [narrow] right accessory renal vessel, the herculink elite stent delivery system (sds) was positioned and although the lesion was extremely resistant and would not yield, the physician was successful in deploying the stent using 20 atmosphere of pressure and there was no reported balloon issue. The device was deflated without incident, however, during attempted removal the balloon met resistance at the guide catheter and while using force the device was tugged on and became separated at the distal balloon tip area. At some point the device separated into 2 parts. All of the device was removed with the guide catheter from the anatomy without intervention. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance and above rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction to (common device name) and (PMA/510(k)#).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon was noted to be ruptured. The balloon separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. It should be noted the stent placement precautions section of the herculink elite renal and biliary stent system instructions for use ((IFU) states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible vessel damage or perforation. Additionally, the IFU states: should unusual resistance be felt at any time during lesion access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.